Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2021 for a follow-up regarding an inappropriate shock episode. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) had delivered inappropriate therapy when the rhythm increased to a high ventricular rate. Programming changes were discussed but were not performed at this time. There were no adverse consequences to the patient.